Manufacturer narrative:
The glucose hk gen.3 reagent lot number was 91927601 with an expiration date of 28-feb-2027. The field service engineer (fse) replaced and readjusted the sample probe, cleaned the solenoid valve vacuum line, and verified the cuvette rinse levels. Technical and analytical validations were performed, and they were acceptable. Qc was performed, and it was within specifications. No further issues were reported after the service visit. The service actions performed by the fse resolved the issue. The cause of the event was due to an issue with the sample probe.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay on a cobas c 503 analytical unit. Initial result: 0.142 mmol/l. The initial result was inconsistent with the patient's history and their clinical status, prompting the repeat of the sample. On (B)(6) 2026: repeat result: 5.55 mmol/l. The repeat result was deemed to be correct. No questionable result was reported outside the laboratory.